Event description:
It was reported that the client noticed the patient report had incorrect information included in the report. Technical services escalated the issue and investigated further. Further information by technical services indicated that it may have been user error in lining up the data by date. Technical services also explained the graphs included and they are both considered "normal." There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.